Event description:
It was reported that the customer received an auto-off alarm due to no interaction with the pump for an extended period of time. The customer's blood glucose level was impacted. Reportedly, the customer cleared the alarm but received an incomplete cartridge change alert. Insulin delivery was resumed after the customer re-entered the load process.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.